Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit and could not complete the rewind process. The customer's blood glucose reading was 167 mg/dl at the time of incident. Troubleshooting was attempted but the call was disconnected. No further details provided.